Event description:
Device report from colombia reports an event as follows: it was reported that during a procedure on (B)(6) 2024, while drilling through the lcp guide, the drill bit broke. Fragments were generated and left in the patient. No harm was caused to the patient. No further information is available. This report is for a 1.5mm drill bit w/depth mark mini qc/96 mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part:310.507 lot:f-31397 release to warehouse date: 23 dec 2020 manufacturing site: werk selzach supplier: (B)(4). The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that 310.507, drill bit ø1.5 w/marking l96/82 2flute was found the tip broken. The embedded allegation cannot be confirmed from the provided evidence. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 310.507, drill bit ø1.5 w/marking l96/82 2flute would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.